Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to connect and login in the station. An implementation specialist couldnt find any useful information in the log files. Later, a technical support specialist (tss) confirmed that the issue was resolved, which was due to the certificate issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all users were unable to connect to device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.